Event description:
A lead extraction procedure, commenced to remove a right atrial (ra) lead, due to occlusion. A right ventricular (rv) lead was present in the patient as well, but the goal was to leave the rv lead and gain access for a new ra and the addition of a left ventricular (lv) lead. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. Using a spectrantics 14f glidelight laser sheath, dense fibrotic tissue and lead on lead binding was encountered. Advancement was made to the superior vena cava (svc)/ra junction, and lead on lead binding was present again. After several passes with the glidelight, the leads broke free of each other and the ra lead pulled back. The patient''s blood pressure was stable. However, a small effusion was noted by anesthesia, measuring approximately 1 cm. Rescue efforts began immediately, including sternotomy and administration of blood products. A perforation at the svc/ra junction was discovered and repaired. Epicardial leads were implanted to complete the upgrade, and the patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
B7): other relevant history unk. H3): the device was discarded, thus no investigation could be completed. H6): vessel and cardiac perforations are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.